Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that an arterial module initialization failure "f0a1" occurred and could not pass the self-test. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.